Event description:
A hospital in another country, reported to our distributor that it was impossible to connect an electrical adapter to the inspiratory tube of an rt127 infant breathing circuit as the pin for the heater wire was bent. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The rt127 breathing circuit is en route to the manufacturer for investigation. The heated breathing circuit contains a heater wire socket for connection to the humidifier. Fisher & paykel healthcare implemented improvements to the production process in 2007, with the aim of preventing bent pins from passing the production test, though prior identification and rejection of damaged heater wire pins. This event occurred before the production improvements were implemented. A lot check revealed 1 other complaint of this nature for this lot number. Our ongoing monitoring and trending of incidents involving bent pins in heated breathing circuits has a rate of occurrence of 0.0013% worldwide in the last year to 2008. We will provide a follow-up report as soon as the investigation results are available.